Manufacturer narrative:
The technician found the bolt missing from the siderail latch. He replaced the bolt and nut to repair the stretcher.

Event description:
Information received indicates, the left siderail wouldn't stay in the up position.